Manufacturer narrative:
Technician found the bed stored on the 7th floor holding area. Checked cylinders and hoses for leaks - none were found. Replaced CPR/emergency trend valve and performed function check to resolve this issue.

Event description:
Information alleged that the bed hilow head would drift down slowly.